Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report hematoma at the access site requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing mr to grade 1. There were no reported issues with the mitraclip device. However, after the procedure, patient had a hematoma at the access site due to the puncture of the artery. On (B)(6) 2019, the patient underwent surgical intervention as treatment and received a blood transfusion. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device not available for evaluation the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported hematoma appears to be related to procedural conditions as it was observed at the access site due to the puncture of the artery. The reported patient effect of hematoma is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.